Manufacturer narrative:
(B)(4). Upon further investigation, the cause of peritonitis was reported to be a break in aseptic technique. The break in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and diarrhea. On the same day as the event onset, the patient was hospitalized for the event. One day after the event onset, the patient was discharged from the hospital and was considered recovered from the peritonitis event. Dianeal therapy via automated peritoneal dialysis was ongoing. It was not reported if the patient was retrained in aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the emergency room and was hospitalized for the event. Treatment and patient outcome were not reported. Action with pd therapy was not reported. No additional information is available.